Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During an unknown procedure utilizing the suture needle shuttle sterile, it was reported that the extremity of the shuttle broke during surgery and could not be removed. The broken piece remains in the patient. A back up device was available to complete the case. There were no reported patient injuries or complications.